Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately. There was no evidence of contamination found under all key contacts. Moisture corrosion was observed on the display screen inside the pump. A leak test was performed and a leak was identified in the battery compartment. The pump cover was removed and further moisture corrosion was found to the printed circuit board, keypad connector, and continuous glucose monitoring module. The original complaint of a keypad button response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that moisture was located behind the display and that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.